Event description:
Caller stated that medical attention was sought on (B)(6) 2021 around 8:00pm at home. Caller stated that the end-user tested his blood glucose with his prodigy meter and received a result of 178mg/dl. A normal result for that time of day is usually around 70-100mg/dl. Caller stated that she administered the end-user's insulin based on that result. Caller stated that the end-user started to lose consciousness and was seizing so she called paramedics. There was no food drink or medication consumed while waiting for paramedics to arrive. Paramedics arrived within 10-15 minutes and tested the end-users blood glucose with their meter and received a result of 24mg/dl. Caller stated that the paramedics gave the end-user glucose by IV and he ate a peanut butter sandwich and a glass of milk. Caller stated that they did not got to the emergency room. Paramedics tested the end-users blood glucose again with their meter and received a result of 131mg/dl. Caller stated that the end-user is no longer taking glyburide 5mg/day after seeking medical attention. End-user was advised to see his primary doctor. No additional information was provided.